Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported events associated with red heart and red battery alarms were noted during the analysis of the data recorded in the submitted log file and the log file that was downloaded from the returned system controller. The log file captured low speed advisory, low voltage (red battery) hazard, motor stopped, and power interruption events possibly due to a compromised power module patient cable. Even though the investigation of the system controller found the early stage of conductor breakdown within the white power cable, the evaluation was not able to reproduce the reported issues. The system controller was functionally tested and was found to function as intended, even while supported independently by either power lead. A conclusive cause for the unusual events contained within the log file could not be determined based on the investigation of the system controller. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit, he mentioned that a few days prior he was awoken by a continuous tone alarm while connected to the power module. He stated that both the red heart and red battery were illuminated. The patient exchanged his system controller and the alarms resolved. The patient was asymptomatic during the event. The event history revealed multiple low voltage alarms on both the power module and on battery power. It then displayed a pump stop and low voltage alarms prior to the patient exchanging the system controller.